Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few months prior, the patient noted an alert tone from the cardiac resynchronization therapy defibrillator (crt-d) and presented to the hospital. The physician confirmed the device had reached elective replacement indicator (eri). Two months later, the patient felt weak and heart failure occurred. The patient was sent to the hospital and left the hospital three days after treatment. The following month, the patient received a follow-up check and the device had reached end of life (eol) with suspected premature battery depletion. The physician suggested to replace the device as soon as possible and the device was explanted and replaced. No further patient complications have been reported as a result of this event.